Event description:
On or around thanksgiving, the patient slipped in her bathtub and hit her hip/pump area and it caused her incision to open up slightly where the pump was. The patient went into the hospital and was given antibiotics; they tried to 'do what they could do.' She was a diabetic and not very healthy. The pump was exposed to the outside environment; she wasn't infected and wasn't sick, but they thought it best to remove the pump. The pump was removed and the catheter was partially removed. Following the removal, the patient was reported as being in good spirits/healthy. There was reported to be no patient injury. It was noted that they would likely re-implant the patient sometime in the future. The device system was delivering fentanyl.

Event description:
Additional information was received. It was reported that only the proximal segment of the catheter was explanted. The patient recovered from the event without sequela.

Manufacturer narrative:
Product ID neu_unknown_cath, serial# unknown, product type catheter; product ID 8703w, lot# l50057, implanted: (B)(6) 1998, product type catheter. (B)(4).

Manufacturer narrative:
Final analysis of the pump found no anomalies. Final analysis of both catheter segments found they were acceptable during testing, but had been returned in segments.

Manufacturer narrative:
(B)(4).